Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the transmitter not charging. The customer identified the loss of communication between the pump to transmitter. The customer reported a blood glucose value of 59 mg/dl. The customer reported hypoglycemia. The event involved product(s) mmt-332a, mmt-397a, mmt-7040a, mmt-1884, mmt-7841zn. Troubleshooting was performed on transmitter charging and found no damage to the charger battery spring or connector pins. The charger's green led light was solid green for more than 15-20 seconds. Troubleshooting was for the loss of communication and the transmitter in use in warranty. Later on, troubleshooting was declined for the loss of communication. Troubleshooting was not performed for the low blood glucose. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a. No product return is required for mmt-1884. The customer will discontinue using the device. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests or verify battery charge anomaly due to physical damage. Unable to confirm allegation of low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.